Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support, however, root cause could not be determined because customer declined to complete the check. Customer's blood glucose was 230 mg/dl at time of event.